Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: carving. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during advancement of the thumb advancer, carving was noted to have occurred. The device was removed using the safety release mechanism per the instructions for use. Hemostasis was achieved using manual compression. There were no reported pt effects. Though requested, no additional info was available.